Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed a pulse test) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to defective insulated-gate bipolar transistors (igbts) on the defibrillator pca. The root cause for the defective igtbs could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed a pulse test.